Event description:
It was reported that during service and repair pre-testing, it was observed that the sagittal saw attachment device would not rotate. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to due to the normal wear out combined with improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.